Event description:
The valve was explanted due to paravalvular leak and replaced with a 29mj-501. According to the operative report, a large paravalvular leak was noted between the 12 and 3 o'clock position. The valve itself was functionally intact but "basically had to be destroyed" in order to be explanted. A tricuspid ring was also implanted at this time. Intraoperatively, the pt developed severe coagulopathy requiring 12 units of platelets and 7 units of packed red blood cells for thrombocytopenia, persistent bleeding and the hematocrit was less than 20. The pt was transferred to the cardiac ICU in stable condition.